Event description:
The manufacturer was made aware of a product complaint on (B)(6) 2022. It was reported that the strike pin of a system forceps inserter fractured from the instrument when impacted for implant placement. There were no known patient complications or delay in treatment associated with this complaint. The physician used the tamp and mallet included in the surgical tray to successfully complete the procedure. A return authorization was issued for return of the complaint instrument, which was received at the manufacturer for assessment on (B)(6) 2022.

Manufacturer narrative:
A visual assessment of the returned forceps inserter showed an instrument with minimal use, as identified by crisp laser markings and a lack of surface scratches. There were impact marks present on the proximal end of the strike pin, which had fractured from the instrument body as reported. A functionality assessment was not performed due to the damaged condition of the returned forceps inserter, which was removed from distributable inventory. A DHR review was performed for the device complaint lot and there were no manufacturing anomalies identified. The device lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since (B)(6) 2021. It may be possible to damage the strike pin of a forceps inserter when placing a graft if the strike pin were struck off-axis. Off-axis impacts to the strike pin of a forceps inserter can cause increased stress to the weld, which may contribute to the strike pin breaking from the instrument. There have not been any other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor this instrument for complaints from the field.